Manufacturer narrative:
Corrected field: g4 (PMA / 510(k)).updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11 fse replaced drive manifold (d104-00-00180) and completed pm including all functional and safety tests as per manufacturer specifications. Please see service order (B)(4) for pm details. Released unit to customer.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. Fse replaced drive manifold (d104-00-00180) and completed pm including all functional and safety tests as per manufacturer specifications. Please see service order #45002046 for pm details. Released unit to customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) fails k6,k7,k8 leaks test. No patient involvement reported.